Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a flexible screwdriver handle broke during an unknown surgery. The procedure was completed successfully using another screwdriver. There was no surgical delay. No patient consequences reported. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028) was received broken at the most proximal laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us cq. It should be noted that the shaft was broken, not the handle. This damage is consistent with a device that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the shaft of the screwdriver twisting and breaking off. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was intended to be measuring from 8 mm +0.00/- 0.015mm and was measured to be 7.99 mm (ca215p) which was within the specification as per the drawing. Document/specification review: based on the date of manufacture, drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was cracked. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028) as the shaft of the device was broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028, lot: 9298611, manufacturing site: hägendorf, release to warehouse date: may 12, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.